Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cont. Concomitant products: d224drg implantable cardiac defibrillator (ICD) (B)(6) 2009; 6935 implantable defibrillation lead (B)(6) 2009; 4968 implantable pacing lead (B)(6) 2009. (B)(4). The lead remains in use and will not be evaluated.

Manufacturer narrative:
Product event summary: (B)(4) the lead was not returned for analysis. However, performance data collected from the device was re ceived and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was later noted that the lead was capped and replaced.

Event description:
It was reported that there was lead integrity alert due to right ventricular (rv) oversensing and it was questioned if this was due to electro-magnetic interference (emi) or a lead fracture. It was noted that the patient touched an electrical fence, however did not receive a shock. At this time no changes have been made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.